Manufacturer narrative:
Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported the fiber was noticed to have commenced forward firing (B)(4) during a prostate procedure. The procedure was continued with a second fiber (reference MFR report number 2937094-2012-00197) and completed with a third fiber. There was no pt injury. No end user injury was reported. The pt outcome was reported as "okay".